Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a transient ischemic attack requiring no medical/surgical intervention. Post-procedure, while the patient was in the recovery room, the patient had significant left sided weakness and garbled speech. A mini stroke was confirmed by a computed tomography scan. No medical intervention was provided as the patient¿s symptoms were resolving which is why the physician called it a mini stroke. The patient was transferred to the intensive care unit (ICU) and was reported to be in stable condition. There's no information regarding extended hospitalization, patient's outcome or physician¿s causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.